Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 37.0 cm from the hub. The distal tip was flattened and kinked. Conclusions: evaluation of the returned cat6 revealed flattening and kinking on the devices distal tip. If the device is forcefully gripped during preparation or insertion into a parent device, the distal region may flatten. If this damaged catheter is then advanced through a parent device, resistance will likely be experienced and distal tip may collapse resulting in the multiple distal kinks. Further evaluation revealed a kink on the mid-shaft of the device. This damage was likely due to forcefully advancing the device against resistance created by the damaged distal tip. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thombectomy procedure in the tibioperoneal trunk artery using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance a cat6 over a guidewire, the physician experienced resistance and the cat6 wouldn't advance; therefore, it was removed. It was reported that the cat6 was kinking and folding like an accordion. In addition, the kinking of the cat6 occurred prior to involvement with the sheath. The procedure was completed using an indigo system aspiration catheter 3 (cat3). There was no report of an adverse effect to the patient.